Event description:
Medwatch received from the customer informed that: "fluid in 3 different buretrols did not drain easily into collection bags when stopcock turned to drain position. Required lots of manipulation to get buretrols to drain fluid already collected in it to the collection bag below it. Happened in picu on 3 patients - not immediately reported to risk - evd units not saved for further evaluation. The current lot in stock is crcb15,; however, there is no way to know what the numbers were on any of the 6 instances that occurred during the last 2 months as none of the packaging was retained". Product was discarded by the hospital. (B)(4).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.